Manufacturer narrative:
The patient was not adversely affected from anything including the additional testing that was performed.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin t stat (short turn around time). The sample initially resulted as 0.084 ng/ml accompanied by a data flag and this value was reported outside of the laboratory as 0.08 ng/ml. Six hours later, they received another sample from the same patient and this resulted as <0.01 ng/ml. The original sample was then repeated twice, resulting as 0.010 ng/ml accompanied by a data flag and 0.012 ng/ml. The repeat value was believed to be the correct result and a corrected report was issued with a result of <0.03 ng/ml. The patient was admitted, given heparin, and received additional testing such as a stress test based on the erroneous result. There were no adverse effect to the patient due to the heparin treatment. It is not known if there were any adverse effects to the patient caused by the additional testing. No adverse events were alleged. The troponin t stat reagent lot number was 16887901 with an expiration date of 08/31/2013. The field service representative determined that the pinch tubing was improperly installed. He states that both pinch tubes were barely pressed on to the end of the fittings. He replaced and properly installed both pinch tubings. He then performed all s/r probe and sipper probe adjustments and checks. He checked lld voltages, checked gripper adjustments, and inspected all fluidic lines and fittings. He performed a volume check and performance testing with all results meeting specifications. The operator performed calibrations and quality controls with all results meeting specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.